Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she kept getting no delivery alarms when attempting to bolus. The customer then stated that she was in the emergency room for 10 hours today due to diabetic ketoacidosis, with a blood glucose of 490 mg/dl. The customer stated that she experienced frequent urination and body pain. The customer felt that the insulin pump was not working properly. Troubleshooting was performed, and the time and date were correct, but the customer was unsure if the basal rate settings were correct. Found eight no delivery alarms in the alarm history. The insulin pump passed the manual prime, but there was no tubing clamp for the high pressure test. Tubing clamp was sent to the customer. Nothing further was reported.